Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015, to report that a patient experienced a sensor with a missing sensor wire on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Clinician reported that the transmitter was snapped into the sensor pod when the sensor was removed. Sensor wire was not located. No additional event or patient information is available